Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the inner cannula was broken seriously. Customer reported that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. A visual inspection was performed on the inner cannula and it was observed the cannula presents damage one large slit on the shaft and several small marks, a dimensional test was performed. The device failed to meet specification as it was received or made available for evaluation. The cause of the observed condition was determined to be no defective cannula damage. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.